Manufacturer narrative:
Corrected data: d1.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen in 2020 and 2022 and may have developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
It has been determined that the device associated with this complaint is non-allergan. This record is no longer reportable to the FDA and will be un-reported.

Event description:
It has been determined that the device associated with this complaint is non-allergan. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/20/2023. Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 8/8/2023. Clarification to d1 brand name, d4 catalog number, and g4 PMA: this information may be disregarded as the device was non-allergan.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen in 2020 and 2022 and may have developed paradoxical hyperplasia (pah/ph) after treatment.